Event description:
Six years ago (1993), rptr had to stop wearing powder latex gloves at work due to skin irritation on my hands. Then in 1/15/99 rptr had a "general" hay fever type reaction after a visit to the dentist. 2/5/99 rptr had facial swelling while at the dentist, for a noninvasive procedure. At this time rptr was sent to an allergist. Rptr tested positive for latex allergy and was advised to avoid latex and wear a medical alert tag.